Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). An ambulance had been called for the patient due to altered mental status and hypoglycemia. The emt tested the patient with an unknown type of meter and received a result of 21 mg/dl. The emt then gave the patient an unknown dosage of d10. Upon arrival to the hospital the patient was tested with the accu-chek inform meter. The result at 15:46, was 305 mg/dl. At 15:48, the result was "hi" (outside of meter reading range). A laboratory sample was drawn at 15:48 and the result was 61 mg/dl. The patient was currently ok and was not treated based on any of the results from the meter. There was no allegation of an adverse event. The customer felt that the meter was giving inaccurate results and the laboratory result was accurate. Qc prior to and after the event was acceptable. The suspect product was requested to be returned for further investigation. The customer could not provide the strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
As no product was returned, further investigation could not be performed. No information was provided in the complaint case that would point to a cause for the result discrepancy. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.